Manufacturer narrative:
Beckman coulter field service engineer (fse) was dispatched to the customer site on (B)(4) 2013. The fse found the rinse line tubing had disconnected from the backside of feed thru fitting ff-172 which drained the sheath tank liquid onto the bench. The fse replaced the tubing to resolve this issue. The fse ran controls and samples to confirm the instrument was performing within specification. Failure mode was disconnected tubing at ff172, which drained the sheath tank. (B)(4).

Event description:
The customer reported to beckman coulter that about 20 ml of clear liquid from an unknown source leaked under their coulter lh 500 hematology analyzer. The leak was not contained within the instrument and no error messages were reported in connection to this event. The customer was wearing personal protective equipment (ppe), consisting of gloves, a laboratory coat, and glasses. There was no biohazard exposure to mucous membranes or open wounds. No erroneous results were generated in connection with this event. There was no death or injury associated with this incident.